Manufacturer narrative:
Abbott point of care product action # (B)(4) awaiting FDA number.

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat pt/inr cartridge yielded a, finger stick, inr result of 3.3. Repeat I-stat pt/inr cartridge yielded a, finger stick, inr result of 3.5. Drawn sample in a blue top tube tested using a lab instrument yielded inr result of 2.68 and 2.71.